Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A scrub technician reported during a procedure, a system message was displayed and the system stopped. The procedure was completed using an alternate system with no harm to the pt.